Manufacturer narrative:
Concomitant medical products: 4194-88 lead implanted on (B)(6) 2013 and 5076-52 lead implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.